Event description:
It was reported that the patient experienced diaphragmatic stimulation. Device reprogramming did not resolve the issue and the patient became symptomatic to changes. The lead remained implanted. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.